Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Doctor revised acetabular poly liner. Explanted 28mm p5 zero degree poly liner. Revised due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant concluded: no evidence of device related factors cup malposition in near absent anteversion plus superficial position has caused recurrent dislocation in the arthroplasty requiring revision surgery. Conclusions: cup malposition in near absent anteversion plus superficial position has caused recurrent dislocation in the arthroplasty requiring revision surgery. Further information such as device details, return of device and operative reports are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Doctor revised acetabular poly liner. Explanted 28mm p5 zero degree poly liner. Revised due to dislocation.